Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead; model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy and it was also reported that the devices were working properly. The explanted devices were not returned to bsn as they were discarded by the medical facility.